Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine days post implant that the right ventricular (rv) lead had dislodged. It was also reported that under-sensing and no capture was identified. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.